Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the multiloc proximal humeral nail was used for the fracture of surgical neck of humerus. The drill interfered with the nail, and the distal side stop screw was unable to insert. The nail was able to attach to the handle without any problem when interference check was done. Before the surgeon attempted to insert the distal side stop screw, he retightened the connecting screw by way of precaution. The length of the procedure was extended. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.